Event description:
It was reported that the patient had a chest infection. There was no device deficiency. The patient outcome was resolved without sequelae on (B)(6) 2013. Intervention required was medical non-surgical, oral antibiotics were given on (B)(6) 2013. No diagnostics were performed. It was noted that it was not related to device or therapy and not related to implant. It was a new illness or condition.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).